Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed and the cause was user related. The product returned for evaluation was two segments of 4.2fr broviac catheter. The catheter contained a complete break at the interface of the clamping oversleeve and catheter tubing. Microscopic examination of the fracture surface revealed that it was rough, granular, and topographically complex. Tactile evaluation revealed extreme tensile weakness in the distal catheter segment. The tensile weakness and observed fracture features concurred with the event description of a tensile break.

Event description:
It was reported by facility that the grandfather of the patient stepped on the line, causing it to snap. It was stated that tpn and lipids were infusing at the time. The catheter was repaired in the ed. No harm to patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav1863 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by facility that the grandfather of the patient stepped on the line, causing it to snap. It was stated that tpn and lipids were infusing at the time. The catheter was repaired in the ed. No harm to patient.